Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient's aunt reported on (B)(6) 2015 her niece was at the (B)(6) and her blood glucose, carbohydrate intake and insulin history is as follows. She took her to the emergency room where she was diagnosed with diabetic ketoacidosis. They placed her on an intravenous therapy of rapid-acting insulin. She stays in the hospital and was released on (B)(6) 2015.